Event description:
The suspect meter exhibited variation in test results when comapred with the lab. The following results were reported: 2005 in inratio: 5.1, lab: 3.7. Inratio 2.6 (retest, same puncture). Inratio: 5.1 (retest new fingerstick). The following day, inratio 4.6, technical support shall send the customer a new strip lot and follow up with comparison results.

Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following results were reported: 12/7/2005inratio 5.1,2.6(retest, same puncture), 5.1 (retest, new fingerstick) lab 3.712/8/2005inratio 4.6 technical support shall send the customer a new strip lot and follow-up with comparison results.